Event description:
It was reported that a system error 345 occurred on a pump, while in operation. The device was programmed to deliver an unk medication at an unk rate.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. It was observed that the system error 345 was caused by a failed upstream sensor. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam revolutions. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. At this time, the date of event is unk.